Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the blood glucose was high. The customer¿s husband reported that the insulin was coming out the top instead of the cannula. They changed it out and no issues with the current set. The customer¿s blood glucose was 462mg/dl. The customer treated it with a bolus. Also blood glucose was 400mg/dl. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.